Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient¿s pump and the pump segment of the catheter were removed from the patient¿s left side on (B)(6) 2016. There was no infection, so the doctor reimplanted the new pump on the left side and attached a new pump catheter segment. No troubleshooting was performed; the doctor just got the patient in as soon as possible because he was able to see the pump through the patient¿s skin. The cause of the skin erosion was unknown. The intrathecal drug delivery pump was being used to deliver dilaudid [2mg/ml] at a rate of 0.9836mg/day and compounded baclofen [2640mcg/ml] at a rate of 1298.4mcg/day.

Manufacturer narrative:
.

Event description:
Information was received from a hcp (healthcare provider) and company representative regarding a patient receiving intrathecal compounded baclofen via an implanted pump. The baclofen lot number was unable to be obtained/not available. The baclofen concentration and dose were unknown to the reporter. The pump also contained dilaudid (unknown concentration and dose). Other medications the patient was taking at the time of the event were unable to be obtained. The pump IFU (indication for use) was listed as intractable spasticity and spinal cord injury/disease. The patient underwent pump replacement surgery in late (B)(6) 2016. The patient reported to the hospital approximately (B)(6) 2016 with skin erosion around the pump site; the pump was exposed. As a result, surgical revision was being scheduled. The issue was not resolved as of the date of this report. The patient status at the time of this report was alive - with injury. Additional information has been requested, but was not available as of the date of this report. Additional information was received from a healthcare provider (hcp) via a company representative. The physician removed the pump that was on the eroding side. The pump segment piece was removed. A new pump was placed on the right side using an 8596 sc with the existing spinal piece.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.